Manufacturer narrative:
Customer returned 2 broken tips in autoclave bag. Both tips were a pusrug1 as indicated in the complaint and both were broken at the tip bend. Visual testing of instruments performed using microscope. No manufacturing defects or markings noted on instruments. However, one of the tips was darker in color than the other as indicated in the complaint. Both tips appeared to have been used. Unknown why one is a darker color gold than the other. Unknown sterilization process, or if the sterilization process may cause the darker color. This would not affect the performance of the instrument. Complaint does not indicate what setting the customer was using at the time of the breaking. Recommended settings are min 1 max 7. These tips should be used with water. The complaint does not indicate if water was being used for this procedure. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer cannot be determined. Root cause unknown

Event description:
It was reported that a proultra surgical tip broke during use; no injury resulted.